Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the image did not appear. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomenon such as a worn-out switch board, a cut on the cable, and a faded label on the rear cover were identified. The reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be duplicated. Olympus will continue to monitor field performance for this device.